Manufacturer narrative:
Retention testing for lot 476000 submitted on (B)(4) is actually not available. Lot 476033 was found to be a comparable alternative for retention testing purposes.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 234 mg/dl and 121 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.